Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the egms. Noise was reproducible with the patient's arm movement. A new sense/pace lead was added. The chronic lead was partially capped with defib remaining active.